Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, the right ventricular (rv) pacing lead impedance was increased which resulted in a high, out of range capture threshold. An x-ray examination was performed which revealed no lead damage. The patient was enrolled in merlin.net in order to evaluate rv pacing impedance periodically. The patient was stable with no adverse consequences.